Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator. When the device was powered on, the display froze at the six picture screen. The issue was associated with the single board computer (sbc) printed circuit board (pcb). The sbc pcb was replaced and the device passed all testing.

Event description:
During service, a ventilator display froze at the six picture screen. There was no patient involvement.